Event description:
A hospital in (B)(4) reported via a distributor that water leaked from the bag spike when the water feedset tube of an mr290 autofeed humidification chamber was connected to a water bottle. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint mr290 chamber was visually inspected and connected to a water bag for testing. Results: water leak was found at the feedset vent. The chamber was removed from the water bag and the vent was removed from the spike for visual inspection. No damage was found. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly during storage or transport. A lot check revealed no other complaints of this type for lot 110117. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).